Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who had their light adjustable lens+ (lal+) explanted due to visual disturbances. An lal was implanted as a replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: b7, d6, h6, and h11. The patient reported to rxsight that they had light adjustable lens+ (lal+) implanted in both eyes in (B)(6) 2024. In (B)(6) 2025, the patient had the lal+ in their right eye explanted due to visual disturbances and blurred distance vision, and a light adjustable lens (lal) was implanted as a replacement. Manufacturer reference #: (B)(4).